Event description:
It was reported that the patient was admitted developed nausea and melena on (B)(6) 2023 and was admitted for treatment on (B)(6) 2023. A lower gastrointestinal endoscopy was performed on (B)(6) 2023 and suggested that the patient had suffered from a diverticular hemorrhage. It was suspected that the event was device related and the gastrointestinal hemorrhage was associated with anticoagulation. They were given conservative treatment with fasting and warfarin was withdrawn for 6 days. The patient was discharged on (B)(6) 2023.

Manufacturer narrative:
Manufacturer's investigation conclusion: the pump remains in use supporting the patient. A correlation between the device and the report of gastrointestinal (gi) bleeding could not be conclusively determined. Bleeding is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate ii left ventricular assist system. Gi bleeding has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event.